Event description:
New information received notes that the patient's right ventricular lead also exhibited high capture threshold. The lead was capped and replaced on 1 aug 2024. The patient was stable throughout the procedure.

Event description:
It was reported that during clinic follow up, the right ventricle (rv) lead exhibited high pacing impedance resulted in polarity switch. The rv lead will be monitored. The patient was stable throughout.